Event description:
A malfunction was reported on a pump; however, no notable events occurred prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. Technical support was set to replace the pump, as the malfunction code was not resettable, but the customer declined interest in obtaining an out-of-warranty loaner pump.